Manufacturer narrative:
During a routine review of our complaints, this ftr was re-evaluated. Because the info in the event description is insufficient to support a conclusion that an adverse event did not occur, the complaint will be resubmitted as an adverse event.

Event description:
Reportedly, the pt underwent a procedure to repair a right inguinal hernia. While the surgeon was suturing the mesh, the surgeon noticed the tip of the needle was missing. The surgeon tried to locate the tip. It could not be located. The pt was closed and surgeon ordered an xray in the pacu. No injury reported. No add'l info was made available.